Manufacturer narrative:
The device was not returned for evaluation as this event in occurred in 2012. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It was surmised by the clinician that procedural factors may have contributed to the event. Lot number was not provided; therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect the swan ganz catheter prior to use on a patient. Invasive procedures inherently involve some patient risks. Although serious complications associated with pulmonary artery catheters are relatively uncommon, the physician is advised, before deciding to use the catheter, to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are well documented in the literature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that, during an mvr (mitral valve replacement) and tvp (tricuspid valve plasty), it was surmised by the clinician that the swan ganz catheter caught on the venous cannula towards the inferior vena cava which caused a nick in the swan ganz catheter. After arrival in the ICU, the patient's drains started to bleed and there was a pronounced, steep decrease in the patient¿s hemodynamics. The patient was transferred to the operating room for an emergency surgery. Inspection of the pericardium showed a rupture of the apex of the right ventricle. Post surgery, the patient was noted to be in stable condition.